Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. In 1995, the pt began using super poligrip on her full upper and lower dentures. In (B)(6) 2005, the pt "began experiencing symptoms which would later be revealed to be severe and permanent neuropathy resulting from a chronic copper deficiency." During subsequent years, the pt's symptoms increased to the point that she lost much of her sensation, lost her bladder control, and was confined to a wheelchair. In (B)(6) 2007, the pt was diagnosed with "extreme copper deficiency", and she began copper supplementation. In (B)(6) 2009, it was revealed "that her copper deficiency may have been caused by the high zinc levels in her denture adhesive, super poligrip." The pt stopped the product at that time, continued copper supplementation, and her body's copper levels finally normalized. The pt's disability became less marked, "though she continues to suffer from permanent disability, including the need to rely upon assistance to ambulate." According to the claim, "over years of sustained use, the excessive amount of zinc contained in the super poligrip depleted [the pt's] body of copper, which in turn caused her serious health problems, including her debilitating neuropathy." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).